Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an stored episode for ra oversensing. Upon review, it was noted that there were double counting of wide atrial depolarizations, likely due to left and right atrial sensing, led to an artificially elevated atrial rate. This triggered an inappropriate mode switch despite the absence of patient symptoms. The episode was observational only. Future consideration programming options were given to prevent similar occurrences. Currently, this product remains in service and no adverse patient effects were reported.